Event description:
It was reported to boston scientific corporation in 2007 that an ultraflex non-covered ng esophageal stent was used during an esophageal stenting procedure performed on a male patient the same day (patient age and weight are unknown). According to the complainant, the physician felt the delivery catheter was too flexible resulting in the delivery catheter forming a loop. Difficulties were encountered attempting to fully deploy the stent due to this phenomenon. The physician was able to rotate the shaft to complete stent deployment via the release suture. This maneuver took the physician approximately 10 minutes. The procedure was completed with this device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
No consequences or impact to the patient. Deploy, difficult to. Positioning difficulties according to the complainant, the suspect device has been implanted and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record revealed no anomalies for the reported lot number.